Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a bent haptic after the iol was inserted into the eye. The iol was removed and an anterior vitrectomy was performed. Add'l info has been requested.